Event description:
On 12/17/2021, it was reported by a sales representative via (B)(4) that an ar-8305 synergy resection shaver console had water damage to the console. No additional information was provided. This was discovered during use with no impact to the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. (No problem found) the evaluation did not reveal any issues relevant to the reported event.